Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was isolated to worn contacts on the rear response button cable. The worn cable produced an intermittent connection. The root cause for the worn contacts could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient service representative contacted zoll customer support to report that the response buttons on a monitor he had would not activate the device. The patient service representative was issued a replacement monitor.